Event description:
It was reported that a patient called to report high blood glucose. The cds verified that the ilet was on, contained insulin, and that the patient was attached to the infusion set. The patient confirmed these items. The patient stated they had not received a high blood glucose alert indicating levels above 300 for 90 minutes, as it had only been about 60 minutes. The patient reported a cgm reading over 400 and stated they had been running high for approximately one hour. No active alerts were present on the ilet. The patient performed a meter check, which showed a blood glucose of 398. The patient reported no evidence of a failed infusion site, noting that the cannula was not bent. The cds confirmed that no insulin was leaking from the cartridge or connector and that the device contained approximately 152 units of insulin. The patient reported the cartridge had been filled the previous night. The cds recommended a complete supply change; however, the patient declined, stating they had performed one 30 minutes prior to calling. The cds then recommended changing only the infusion site, which the patient also refused, stating they would disconnect and give themselves an injection. The cds proceeded through troubleshooting questions, but the patient became frustrated and irritated, requesting guidance on how to treat their high blood glucose. The cds explained that medical advice could not be provided and advised the patient to contact their healthcare provider. The ilet report was reviewed and showed no insulin delivered since early that morning. The patient reported their most recent infusion site change had occurred earlier that day. The patient denied any kinks, leaks, or visible bubbles in the tubing. The patient also stated they had changed the ilet connect and tubing earlier that day but not the cartridge. The cds confirmed that the patient had not reused supplies, made adjustments to the cartridge, or disconnected and reconnected components after installation. The patient reported no exposure of insulin to extreme temperatures and that the insulin was not expired. The patient also stated they had started using the ilet approximately two weeks earlier and had not replaced the device or self-started without training. The patient denied recent food intake since the previous evening and denied disconnecting from the ilet or otherwise missing insulin. An engineering report indicated the patient had not primed the tubing through the ilet and showed the last rewind had occurred the previous night. The report also indicated insulin delivery had been paused, though the patient denied pausing insulin. The patient stated they had consistently experienced high glucose levels since starting the ilet and that their infusion set frequently fell off, particularly during showering or swimming. The cds recommended trying a different infusion set type. No infusion set type was listed in the patient¿s record. The cds informed the patient they would follow up later. The patient reported that blood glucose was affected by the issue, reaching a high of approximately 400 and remaining elevated for about an hour. The patient had not used backup therapy at the time of the call but planned to do so. The patient did not test ketones, had no recent steroid use, and did not receive medical intervention or assistance. The patient reported experiencing chest pain when blood glucose increases but denied any acute cardiac event. During follow-up, the patient stated they were doing better but had experienced a hypoglycemic episode, which was documented separately. No further assistance was needed, and the case was closed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.